Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The irritation is red with blotches and it spread to the patient's left arm and legs. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed topical and oral benadryl. Follow up indicated that the skin irritation improved upon cleaning the device and using benadryl cream.